Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the catheter¿s pebax area broke. It was reported that during ablation phase of the pvi it was noticed, that the steerable sheath (agilis) was not easily maneuvered. After switching to pentaray and then switching back to stsf advancing the catheter into the sheath appeared very difficult so it was decided to replace the sheath. After the procedure both the sheath and the catheters were inspected closely and it appeared that in the distal part of the stsf plastic wrapping around was broken, which suggests either this has damaged the sheath or this was caused by an already damaged sheath. The issue caused a 5 minute delay in the procedure. There was no patient consequence reported. Additional information was later received indicating there were no visible exposure of internal wires and no lifted or sharp rings. The issue was exactly at the location of the force-measurement-spring, so at the proximal part of the tip-electrode. I was not a total detachment; not visibly. It was reported the catheter could move inside the sheath easily in the beginning but then got harder and harder throughout the procedure (increased resistance) in haptic feedback since force measurement is not deemed reliable from the sheath. The catheter was not slipping out of the sheath. There was no occlusion when irrigating the sheath but blockage was reported as ¿maybe¿ although no visible material could be seen causing the obstruction. The customer's reported issue of resistance is not considered to be MDR reportable since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote.

Manufacturer narrative:
On (B)(6) 2023, the product investigation was updated to include additional investigation details and clarify that no resistance was observed during the analysis. The failure observed on the pebax could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The resistance with sheath issue was not confirmed since the device dimensions were found within specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the catheter¿s pebax area broke. It was reported that during ablation phase of the pvi it was noticed, that the steerable sheath (agilis) was not easily maneuvered. After switching to pentaray and then switching back to stsf advancing the catheter into the sheath appeared very difficult so it was decided to replace the sheath. After the procedure both the sheath and the catheters were inspected closely and it appeared that in the distal part of the stsf plastic wrapping around was broken, which suggests either this has damaged the sheath or this was caused by an already damaged sheath. The issue caused a 5 minute delay in the procedure. It was reported the catheter could move inside the sheath easily in the beginning but then got harder and harder throughout the procedure (increased resistance). There was no patient consequence reported. Device evaluation details: on 17-may-2023, the device was returned to biosense webster inc (bwi) for evaluation and the evaluation as been completed. A visual inspection evaluation and dimensional test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole on the surface of the pebax. A dimensional test was performed, and outer diameters of the device were found within specifications. The failure observed on the pebax could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. During product evaluation, the lot # was identified to be 30944385l. As such, field d4. Lot has been populated with this information. Since the lot number was verified, a manufacturing record evaluation was performed for the finished device batch with lot # 30944385l, and no internal actions were identified. The pebax issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the broken (hole) in the pebax. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported issue of resistance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).